Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was returned for evaluation. Kinks were observed in the sheath assembly at 16.0cm and 17.5cm from femoral marker at the proximal end and 5.5cm, 38.2cm, and 40.6cm at the distal end. Kinks were observed in the imaging window at 83.4cm, 92.5cm, 95.7cm, and 99.7cm from femoral marker at distal end. The most distal portion of the tip was not returned for analysis. A hole was observed in the imaging window at 92.5cm from femoral marker at distal end. The tip appeared to be stretched and not brittle. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined as the distal tip was not returned for analysis. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention (pci) there was no image after pulling back. The target lesion was located in the left anterior descending artery (lad). The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed tip detachment.